Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was asked to re-link their sensor.the user completed the sensor re-link, which was confirmed in dms on (B)(6) 2025 at 8:19 pm, and as per dms, the user is back in weekly calibration phase and using the system with up-to-date information.the user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 16 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.